Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for treatment of an abdominal aortic aneurysm. Aneurysm size at the time of implant unknown. The patient has severe artery disease. It was reported that a second aneurysm developed at the renal arteries which resulted in the loss of seal of the stent graft and the original aneurysm. The loss of seal resulted in a type I endoleak. The physician elected to remove the stent graft and the patient was successfully converted to an open surgical repair. Medtronic has received the stent graft and the analysis is pending. No additional clinical sequelae were reported and the patient is fine.